Event description:
It was reported that "went to put it in the pt with pins and noticed that he could move the jig 2 to 3 degrees in any direction up and down, which would have put his cut 2-3 degrees in flexion or extension. The item was too loose, too much play and puts the cuts off. Chose a new one and that functioned properly".

Manufacturer narrative:
The investigation is in process. No additional info is available at this time.